Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. Dianeal therapy was reported to be ongoing. The cause, treatment, and outcome of the peritonitis were not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: it was reported by the patient that the peritonitis event occurred "a couple of years ago." The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.